Event description:
Additional information received reported that the infection was not related to the patient's dbs therapy. A culture was taken, but the results were not known. It was not known if any interventions were planned regarding the dbs devices. The patient outcome was unknown.

Event description:
It was reported that the patient was septic and had a major infection. The hcp was explanting the patient's ICD. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2012-07155..

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v012374, implanted: 2007 (B)(6), explanted: unk; extension, model 748251, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk; programmer, model 7438, serial# (B)(4).